Manufacturer narrative:
Additional manufacturer narrative: based on the new information, there is no indication that the pipeline flex with shield failed to open. The new information indicates that balloon angioplasty was used to achieve improved device-wall apposition. There may be occasions the device opens but due to anatomical factors at the target location, deployment may not achieve full device-wall apposition. Routine troubleshooting techniques as recommended in the IFU can be implemented to enhance device-wall apposition with minimal procedure delay. Per the pipeline flex with shield instructions for use, "carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it." This event no longer fits the criteria for MDR reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the balloon was used adjunctively to achieve the appropriate wall apposition.

Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned the complaint could not be confirmed and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received a report that a balloon was used to open a section of the pipeline flex with shield. The patient was treated for one asymptomatic aneurysm. Post successful device placement, there was significant stasis with residual aneurysm. There was also note that the ophthalmic artery was covered. However, the patient remained asymptomatic.